Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. The device was received with normal operating currents, no cosmetic damage and there was no unexpected battery out limit alarms.

Event description:
Customer reported via phone call low blood glucose levels, hospitalization and battery out limit alarm. Customer's blood glucose level went as low as 8 mg/dl and as high as 800 mg/dl. Troubleshooting for high/low blood glucose was performed. Customer experienced hypoglycemia, severe low blood glucose, severe high blood glucose, and spent for days in the intensive care unit. Customer was advised the battery out limit alarm occurred as a result of the device not having a battery inside for longer than 10 minutes. Customer had multiple battery out limit alarms. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Additional information was provided by the medtronic rep to the 24 hour help line via email. The customer reported having problems with the insulin pump four weeks ago. The customer stated that he stopped breathing and ended up in the ICU and almost passed away due to the insulin pump malfunctioning. The help line representative spoke with the customer who states the insulin pump was frozen, that he had tried several batteries and nothing worked. The customer stated that he spent about three days in intensive care in the hospital and stated that he had already sent the insulin pump back to medtronic and had received a replacement insulin pump. The customer refused to answer additional requesting regarding the hospitalization.

Manufacturer narrative:
The pump passed the delivery accuracy test.